Manufacturer narrative:
The device was received for evaluation. The bottom housing was inspected for manufacturing deficiencies that could cause pain during insertion and no issues were found. The exact cause of the pain could not be conclusively determined. The exposed portion of the soft cannula was observed to be flattened. During the investigation, the flattening did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 20.4 mmol/l (367.2 mg/dl) while the pod was worn for less than 1 hour. The reporter stated there was pain during insertion. The pod was removed from their abdomen, and a new pod was applied. The device evaluation found the cannula to be flattened.